Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the carbon dioxide partial pressure (pco2) was not accurate on the monitor. The device was not changed out as the user completed the case with the suspect unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user removed this unit from service. Arterial blood gas comparison against optimed blood gas analyzer. Qc from operating room analyzer compared to lab analyzer (B)(4).